Event description:
Reporter indicated that the patient's generator "turned itself off." The parameters had been set to zero. The reporter did not know if she interrogated the device after the last appointment. Since the last office visit, the patient had felt the stimulation. X-rays were taken of this patient generator to ensure the "leads were connected properly." The reporter indicated that "the x-rays looked fine." The reporter did not see any problems on the x-rays. The reporter stated that the patient's generator was not turned off during the x-rays. No patient adverse event reported to date. Good faith attempts to obtain additional information are in progress and awaiting response.